Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced blood leakage from unspecified intravenous (IV) products. The nursing staff was creating their own set up with IV tubing, two stopcocks and extension set, because the baxter continue flo tubing set that they used was not available. While the staff was giving a fluid bolus prior to an epidural placement, the tubing blew apart causing IV fluids and blood to leak. The exact location of the leak was unknown. The amount of patient blood loss was not reported. Additional information regarding medical intervention and patient outcome was not reported. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.